Event description:
Estim (interferential) 80/150 frequency (present protocol) was set for 15 minutes to the right si/gluteus region. Intensity set to pt's tolerance in a sitting position. Approx 2 minutes into treatment intensity down for pt comfort. Upon removal of e-stim pads, erythema and a pencil eraser-sized white calloused-looking area observed under most superior positioned electrode (disto-lateral to right psis).